Event description:
It was reported that the ilet display screen was cracked due to external damage, rendering the touchscreen unresponsive and the device unusable. Symptoms included no injury or clinical effects. Outcomes included the user discontinuing use of the affected device and reverting to an alternative insulin therapy while awaiting a replacement. Investigation included collection of event details, visual confirmation via user-supplied photo, and verification of device identification and shipping information. Investigation of this case revealed physical damage to the display assembly consistent with user-reported impact, with no evidence of an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.